Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows a blue reload from top view and it is fully fired. The second photo shows a tissue piece from top view and a staple leg protruding of tissue could be observed. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
During sleeve surgery at the time of firing in the gastric background, it is observed that it cut but the line of applied staples was opened. No patient consequence reported.